Manufacturer narrative:
Results - quality engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the flexi-cut was returned with blood in the nosecone, cutter housing and on the balloon and shaft. The cutter had separated 6.5 mm proximal to the distal end of the cutter. The fracture faces were jagged and uneven. The distal end of the cutter was stuck in the distal end of the housing. The proximal end of the cutter was still attached to the cutter torque cable (ctc). The ctc was returned still inside of the housing torque cable (htc). No other damage was noted to the flexi-cut. The flexi-wire was returned with blood on the coils and core. No contrast was visible. The coils were pushed distal from the proximal solder for a length of 4 mm. The coils were also wavy and in a hook shape. There were bends in the core 3 cm and 17.4 cm proximal to the tipball. No other damage to the guide wire was noted. The motor drive unit (mdu) was returned with blood on the housing and switch. No damage was noted to the mdu. The flexi-wire was passed through a .0142" hole gauge and met manufacturing criteria. The acl locked onto the mdu without resistance. The flexi-cut spline connected into the mdu without resistance. The cutter was removed from the distal end of the cutter housing and resistance being felt. The ctc was removed from inside of the htc without resistance. The tip of the flexi-wire was tugged on to verify that the core was intact. The flexi-wire was passed through the ctc including the proximal end of the cutter still attached to the ctc without resistance. The flexi-wire was also passed through the distal section of the cutter without resistance. The flexi-cut was sent to the lab for further analysis. Product performance engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: separated product could become a foreign body in the patient anatomy and could cause or contribute to patient injury. Device issue: cutter separation. It was reported that directional coronary atherectomy (dca) was performed on the lesion in the posterior descending artery which had no tortuosity, no calcification, and 90% stenosis. During preparation, an attempt was made to connect the flexi-cut to the mdu; however, there was strong resistance. The cutter drive spline was difficult to insert into the mdu; however, it was able to lock. When the advance control lever (acl) was pushed to open the cutter, there was strong resistance. The acl did not stay still when pushed to the distal position either. Even with the strong resistance, the physician was attempted to use the flexi-cut. The flexi-cut and flexi-wire met strong resistance and could not be inserted into the coronary artery together. The flexi-wire was then inserted alone and crossed the lesion. The guide wire was exchanged to another company's guide wire to give more support to the flexi-cut. When the flexi-wire was removed, the tip was found to be stretched. However, even with the other company's guide wire, the flexi-cut could not cross the lesion. The whole system (flexi-cut and mdu) was then exchanged. After the exchange, the delivery was easy and the new devices crossed the lesion successfully. Reportedly, there were patient effects. No additional event or patient information is available. This is being filed based on the returned product evaluation that revealed a separated cutter.